Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(site country),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component code, investigation conclusions),h10,h11. Corrected field - d5. Additional information - e1(event site postal code - (B)(6).

Manufacturer narrative:
No service is not completed and there is no final order report available yet. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not work with ac power but it works with battery. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.